Manufacturer narrative:
Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. H3 other text : device was not returned to manufacturing facility.

Event description:
It was reported that the device had nuisance air-in-line alarms occasionally. Nurses were not aware of the location of the air in line sensor. This was reported to bd representatives during site visit. Bd clinical practice consultant provided education. There was no information on patient involvement.